Event description:
It was reported that; dr. Was attempting to put the plate on, he was tightening the plate onto the spinous process with the inserter inner shaft, however he was meeting resistance after only a few turns and the spikes had not even engaged the spinous process yet. The doctor pulled the inserter and implant out, he had the tech reattach the plate to the inserter, and tried again. Dr met tactile resistance again after only a few turns and implant still was not engaging. Dr. Repeated the same steps with the tech readjusting the implant, I watched the tech load the implant all three times, the implant was arrow to arrow, and flush with inserter. The dr.'s 3rd attempt, the same resistance was met, we also switched to a second univise inserter at this point. The doctor asked me for a new implant, so I gave him one. He attempted to put the new implant in, same resistance was met, dr. Pulled the implant and inserter out, loosened up the innershaft all the way, then started tightening it down outside the body, and it worked fine, loosened inner shaft again, put implant in, worked just fine.

Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment; results: the reported event implies that the inner shaft of the inserter was probably misaligned with the implant, which resulted difficulty in tightening implant onto the spinous processes. The sales rep stated that the tightening of implant worked fine after loosening the inner shaft from the implant and retightening it again. Conclusion: the probable root cause of this event is user error: innershaft improperly aligned.

Event description:
It was reported that; dr. Was attempting to put the plate on, he was tightening the plate onto the spinous process with the inserter inner shaft, however he was meeting resistance after only a few turns and the spikes had not even engaged the spinous process yet. The doctor pulled the inserter and implant out, he had the tech reattach the plate to the inserter, and tried again. Dr met tactile resistance again after only a few turns and implant still was not engaging. Dr. Repeated the same steps with the tech readjusting the implant, I watched the tech load the implant all three times, the implant was arrow to arrow, and flush with inserter. The dr.'s 3rd attempt, the same resistance was met, we also switched to a second univise inserter at this point. The doctor asked me for a new implant, so I gave him one. He attempted to put the new implant in, same resistance was met, dr. Pulled the implant and inserter out, loosened up the innershaft all the way, then started tightening it down outside the body, and it worked fine, loosened inner shaft again, put implant in, worked just fine.